Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that on (B)(6) 2012 the patient's healthcare provider (hcp) switched the patient's insulin to u500 and after the insulin change, the patient had a low blood glucose (bg) of 40mg/dl with symptoms. The reporter did not specify what the patient's symptoms were. The patient was reportedly given cake icing to bring bg up. The reporter stated she thinks the patient's basal rates need to be adjusted, as the patient is going low in the mornings prior to meals. The reported noted that the patient had been in a coma for 5 weeks as a child and has also had 2 strokes previously. The reporter was advised to contact the patient's hcp regarding the need for settings adjustments. This complaint is being reported because the patient allegedly experienced hypoglycemia while using u500 insulin in the pump. Use of this type of insulin in the pump constitutes misuse of the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.